Event description:
Additional information indicates that surgical intervention was undertaken on (B)(6) 2023, wherein the patient's ipg was explanted due to infection at the ipg site. Patient was given antibiotics to treat the infection.

Manufacturer narrative:
A4: weight was added.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information such as weight. Further information was requested but not received.

Event description:
It was reported that the patient experienced an infection at the ipg site. As a result, surgical intervention was undertaken wherein the ipg was explanted to address the issue. Explant date is unknown.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.